Event description:
The customer returned the product for cassette not attached error, during device evaluation, a damaged downstream occlusion (dso) sensor was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation service history review identified no services reported previously. Review of the event history log replicated the cassette not attached error. The issue was confirmed through the downstream occlusion (dso) tests. The root cause of the issue was a damaged downstream occlusion (dso) sensor. The dso seal and sensor were replaced, and the device passed all tests thereafter.